Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving clonidine 10mcg/ml at 6mcg/day and dilaudid 10mg/ml at 6mg/day via an implanted pump. Indication for use was noted as chronic low back pain and spinal pain. It was reported that motor stalls were seen at initial interrogation. The patient had not had a recent MRI. The pump logs showed multiple stalls and recoveries starting on (B)(6) 2017. The hcp was requesting the pump be turned off and stated that they planned on explanting the pump. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.